Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 693565 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been working on their car and when they stuck their pliers on the engines electrode, the cardiac resynchronization therapy defibrillator (crt-d) shocked the patient and subsequent depletion of the cardiac resynchronization therapy defibrillator (crt-d) battery was observed. It was also noted that the right ventricular (rv) lead had a previously reported gradual increase in impedance, and a lead integrity alert (lia) had triggered due to oversensing, sensing integrity counter (sic) and high-rate non-sustained episodes. Following the shocks, the device was interrogated and a large increase in the rv bipolar impedance was observed, along with high rv defibrillation impedance. It was added that all delivered energy amounts for the shocks were not the programmed amounts. The device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.